Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they initialized a new glucose accusense electrode and installed it on the unicel dxc 800 pro synchron clinical system. The module temperature was compromised when the customer put the electrode back in without lining up the retainer properly allowing a few drops of fluid to leak out of the electrode port. Customer indicated that they were getting a temperature error and the module was disabled. The temperature drove back into range but then spiked up to 47c. No exposure or injury has been reported in connection to this event. There was no impact to patient samples or results.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(6) 2012. The fse inspected the instrument and found the glucose module was unable to regulate the cup temperature. The fse replaced the module. The root cause appears to be defective glucose module. (B)(4).